Event description:
It was reported that prior to a procedure using a coblator ii controller, a fuse was blown while preparing the unit for surgery. The procedure was canceled and rescheduled for the next day, as the facility did not have a back up unit. The details regarding the rescheduled procedure were not provided; however, no patient complications have been reported.